Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 67 mg/dl. Customer stated that she went to put in her carbs and the numbers were ramping. Customer removed the battery and now has a button error. Customer stated that she was unable to get out of the error. Customer corrected with glucose tablets. Customer was doing yard work and had the pump in her bra area. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No unexpected button error alarm or display anomaly was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.